Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the information available. Additionally, it was noted that the patient would follow up with the physician. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.